Manufacturer narrative:
During the service visit, the field service engineer found the waste drain tube line #118 (p/n a16293) was obstructed. Flushing the drain tube line and removing the obstruction resolved the leaking issue. The manufacturer reference number for this event (B)(4).

Event description:
The customer reported a contained cap piercer leak on a unicel dxc 600i instrument. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. In addition, no erroneous patient results were generated in connection with this event.